Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. A visual and microscopic examination was performed on the returned mustang device. A visual examination of the balloon found no evidence of a leak. The returned device was attached to an encore inflation unit and positive pressure was applied, when liquid was noted escaping from a pinhole leak in the balloon material. The pinhole leak was located at the proximal edge of the proximal transition zone in the balloon. A visual and microscopic examination of the balloon identified no issues that could have contributed to the damage identified. A visual and microscopic examination found no damage or any issues with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.